Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed, de novo lesion in the mid-left anterior descending (mlad) artery. Pre-dilatation was performed with a 2.50x12mm traveler balloon dilatation catheter (bdc) and a 3.5x28mm xience prime drug eluting stent (des) was implanted at the target lesion. Post-dilatation was performed with a 3.50x12mm nc balloon, after which a distal edge dissection was noted. A new 3.0x15mm xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.